Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer reporting needle stick due to missing cap on syringe. Syringes were not returned for evaluation. Note 1: manufacturer contacted pharmacist in a follow-up call on 23-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with pharmacist who stated they were unsure if the replacement product had been received. Note 2: manufacturer contacted pharmacist in a follow-up call on 28-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they were going to check if replacement product had been received and would contact manufacturer.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Pharmacist is calling on behalf of the customer. Customer reported that one of the 31g syringes did not have a cap on it and the customer had stuck themselves with the needle. No medical attention associated with the use of the product was reported. The package was not open or damaged when received by the customer. Customer had purchased a new box of syringes and pharmacist is calling for replacement.

Manufacturer narrative:
Sections with additional information as of 19-oct-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.